Event description:
Pt had developed pseudophakic bullous keratopathy, right eye, possibly related to the iol. The anterior chamber intraocular lens was found to be displaced anteriorly and therefore explanted. A new iol was implanted and a corneal graft was done.